Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the site reminder was set for 3 days, but the pump was saying the customer would be reminded in 4 days. During troubleshooting with tandem technical support, it was found the pump date was inaccurate. The customer was unsure how the pump date became inaccurate. Tandem technical support guided the customer through adjusting the pump date, and the site reminder was correctly set to annunciate in 3 days. Customer's blood glucose level was not impacted.